Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 596 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 160 mg/dl. The customer feels well and did not report any symptoms. Customer stated he is asymptomatic when his sugar is high. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that even after he takes insulin the numbers are still high on the meter. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was not fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 1:376mg/dl 06/05/2017 09:43 am fasting:yes. 2:275mg/dl 06/05/2017 12:00 am fasting:yes. 3:596mg/dl 06/04/2017 03:33 pm fasting:yes. 4:468mg/dl 06/01/2017 10:58 am fasting:yes. 5:212mg/dl 05/31/2017 10:44 am fasting:yes. Memory concerns:customer is concerned with 596mg/dl fasting result. Customer is satisfied with information provided and states he will call back.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 596 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 160 mg/dl. The customer feels well and did not report any symptoms. Customer stated he is asymptomatic when his sugar is high. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that even after he takes insulin the numbers are still high on the meter. During the call on (B)(6)2017, a back to back blood test was not performed by the customer as customer was not fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 376mg/dl, (B)(6)2017 09:43 am, fasting:yes. A 275mg/dl, (B)(6)2017 12:00 am, fasting:yes. A 596mg/dl, (B)(6)2017 03:33 pm, fasting:yes. A 468mg/dl, (B)(6)2017 10:58 am, fasting:yes. A 212mg/dl, (B)(6)2017 10:44 am, fasting:yes. Memory concerns:customer is concerned with 596mg/dl fasting result. Customer is satisfied with information provided and states he will call back.